Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome on october 3, 2019 revealed that the device was out of calibration specifications at the zero thickness setting but within at all other settings. The device operated within motor speed specifications when tested. The switch was damaged and the head had some cosmetic damage. When the device was disassembled it was noted that the switch had been replaced with another type of switch that is not used by zimmer biomet during repair. Repair of the electric dermatome was performed by zimmer biomet surgical on october 3, 2019 which included replacement of the motor, cord assembly, head, switch, end cap, reciprocating arm and various bearings. Electric dermatome, serial number (B)(4), was then tested and functioned properly. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device operated within motor speed specifications when tested. It was noted that the switch was damaged and that when the device was disassembled, the original switch had been replaced with another type of switch that was not used by zimmer biomet during repair. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It has been reported that the product intermittently stopped working during testing. No adverse events were reported as a result of this malfunction.